Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2013-20316. It was reported the ipg was inoperable. Communication could not be established with the chargers or pt programmer. The pt had not charged since (B)(6) 2012 because the stimulation never helped. It was further reported the pt has had approximately 12 falls since implant. Surgical intervention will be undertaken at a future date.